Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Customer had no more strips to returned for investigation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 165, 348, 214 and 191 mg/dl. The customer's expected fasting blood glucose test result range is 115 - 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The customer stated she did not have any tests strips left and could not provide test strip information. The meter memory was reviewed for previous test result history: result 1 :165mg/dl date: (B)(6) 2018 time:06:38am fasting ; result 2 :348mg/dl date: (B)(6) 2018 time:10:02pm fasting; result 3 :132mg/dl date: (B)(6) 2018 time:06:46am fasting; result 4 :214mg/dl date: (B)(6) 2018 time:06:01am fasting; result 5 :191mg/dl date: (B)(6) 2018 time:09:51pm fasting.